Manufacturer narrative:
It was marked that resistance was experienced during coil advancement inside the microcatheter. The dcb, the connecting cable, and the echelon 14 microcatheter were not returned. The dpu/coil were returned without the sheath and cleaned. The detachment fiber did not receive heat and melt. Except for the first secondary winding off the ball tip, the remainder of the coil was stretched. This damage pattern is associated with retracting the complete coil through and out the sheath. This resulted in the complete separation of the dpu/coil and sheath. Using ultrasonic only on the resistive heating coil section caused the resistance of 0.0 static ohms to float into an out of specification reading of >23.09 m ohms. Upon removal from the ultrasonic, the resistance went static to 0.0 ohms. Upon manual manipulation of only the resistance heating coil section, the resistance of 0.0 static ohms changed to an out of specification of a floating resistance of> 25.45 m ohms. The returned device positioning unit (dpu) failed electrical testing. The most likely root cause of the coils nondetachment was due to a fracture of the solder joint junction inside the resistive heating coil section. The circumstances of how and where this damage occurred cannot be determined. In addition; without the return of the complete detachment system used in the procedure; it cannot be determined if these components had an additional contribution to the complaint event. It was stated that there was resistance inside the microcatheter. It is possible that distal interference may have been a contributing factor to this resistance. The source and location of this interference cannot be determined. However; without the return of the echelon 14 microcatheter and the sheath with the resheathing tool used in the procedure; it cannot be determined if these components contributed to the resistance reported inside the microcatheter. There is no evidence of a manufacturing issue as the circumstances of the damage are unknown and review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
There were 3 coils put into the patient before the one that did not detach. Microcatheter used: echelon 14 45°. There were no patient consequences as a result of the event. The surgeon used another like device to perform the procedure; which ended without further issue.